Event description:
It was reported via phone call that the customer had blood glucose levels of 448 mg/dl. Customer treated with a bolus. The customer stated that they had been experiencing high blood glucose levels due to a bladder infection. No troubleshooting occured.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.